Event description:
The patient presented to the physician with erosion of the stimulation lead body through the skin at the neck incision site. The physician prescribed antibiotics and instructed the patient to keep the wound covered.

Event description:
Patient presented back to the physician with ongoing erosion of the stimulation lead body. Physician brought the patient into the or, removed the stimulation lead, and closed the incision sites. Postoperatively, antibiotics were prescribed.